Event description:
Implantation: 1995. Explantation: 2009. Affiliate reported that the doctor has known for a year that the stator in the valve was dislodged, and was monitoring the pt. Recently, the pt had shown signs of over drainage. As a result, the valve was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.